Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient came in for a battery replacement, incision was made to replace battery as it was dead. Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was that the battery was dead. It was reported the battery was placed back in the patient and re-connected. Additional information received from a manufacturer representative (rep). The event was clarified by the rep. The patient came in for a battery replacement due to a dead ins. The rep was informed prior to the procedure that a model of extensions could be used in a new battery, but during the procedure it was noted that these extensions could not be used without a pocket adaptor. The pocket adaptor was no longer available, so the extensions were not compatible. The dead battery was then placed back into the patient and re-connected to the existing extensions. It was reported that further actions taken included giving the patient the option to see a neurosurgeon to replace her paddle leads.